Manufacturer narrative:
Follow-up #1: date of submission 10/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: a visual inspection of the pump revealed that the battery compartment was cracked below the grip pad; the returned battery cap fit securely to the pump. During investigation, the pump powered on with the returned battery cap to an audible tone and vibration alert to a blank screen. Further testing was not able to be performed due to the unrelated blank screen issue. The pump¿s cover was removed, and the electronically erasable programmable read-only memory (eeprom) component was found to be cracked. Investigation revealed the eeprom component failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Other text : 01

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue.there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.